Event description:
Customer reported that the insulin pump alarmed software error. Customer stated the alarm did not occur while trying to change settings or after a battery change. It occurred after pressing the act button while delivering a bolus. Customer also reported that she was unable to fill the reservoir due to a no delivery alarm. Customer changed the infusion set and alarm was resolved. Blood glucose value is 159 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the self-test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. It was unable to prime during the prime test due to faulty force sensor resistor. No software error alarm or unexpected no delivery alarms noted. Device received with minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.